Manufacturer narrative:
(B)(6) was returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. Adhesive was not returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as redness, pain, swelling at the sensor site and had contact with a healthcare professional (hcp) who prescribed penicillin antibiotic for treatment. There was no report of death or permanent impairment associated with this event.